Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had high blood glucose level during infusion set change. Customer's blood glucose was 207 mg/dl. Customer's blood glucose at time of call was 459 mg/dl. Customer treated his high blood glucose with a manual insulin injection. During troubleshooting, found the infusion set cannula was bent. Customer was advised that the infusion set will be replaced. Customer will not be returning the device for analysis.